Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a fracture of the mandible and was implanted with plate and screws on (B)(6) 2012, a mandibular midline surgical orif. The next day (B)(6) 2012 emergency surgery was performed, the patient's midline mutated and or transfer of the patient's midline. During the re operation surgeon used another plate and screws. Before performing the drilling surgeon checked the drill and it was intermittent and moving slightly. After removing the end cap of the drill it was found dirty. The drill bit attached was found to be dull and surgeon selected another drill bit. Surgeon removed the screws; however 7 screws could not be inserted, with surgeon then removing the plate. Surgeon selected another plate and locking screws. One of the 8mm locking screws did not seat into the plate. Surgeon used an emergency screw instead. Procedure was completed. This is 6 of 6 reports for this event.

Manufacturer narrative:
We have forwarded the complained devices to the responsible product development engineer for investigation, here the feedback, the screws show no visual as well as functional damage. The complained screws are all in working order fully functional. Based on the received information, we are not able to determine the root cause exactly of this complaint with screws and plate. Not clear is the situation with the sent in screws and the different art and lot numbers we received. No product fault could be detected.